Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 17th and 18th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. A kink was visible on the distal shaft at 15cm proximal to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a non-tortuous, non-calcified lesion with 80% stenosis in the lad. The lesion was not pre-dilated. There were no abnormalities reported in relation to anatomy. A 6f introducer sheath, a la6jl40sh guide catheter and a 0.014 guide wire were used. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues and negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that the device failed to cross the lesion. The physician then pulled back the stent system and used a different size medtronic stent to complete the procedure. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There is no patient injury. Analysis of the returned device revealed stent deformation.